Manufacturer narrative:
B5: additional information was received that neurological symptoms were present after the transcatheter bioprosthetic valve implant procedure. Right side paresis and spasms were observed. A thrombosis in the brain was suspected and a computed tomography (CT) was performed. The dissection was then detected without confirmation of a thrombosis. Per the physician, the dislodged valve caused a hole in the aortic root, which caused the dissection down in the abdominal aorta. Per the physician, the stroke was caused by the obstruction of the carotid artery due to the dissection. The death occurred the next day. It was noted that the minimum vessel diameter was 7.5 millimeter (mm). Corrected medtronic's aware date of the event to (B)(6) 2021. Updated b2 - outcome attributed to adverse event and corrected the date of death. Updated h6 coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was not returned and the valve remained implanted. Therefore analysis could not be performed. An image of a computed tomography (CT) of the head and CT perfusion of the brain was received. However, no valve implant procedural fluoroscopy images were received for review. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. On the first positioning attempt, the valve was positioned high and was recaptured. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was reported that the patient had severe aortic stenosis and tortuous aortic anatomy. This indicates that the probable cause of the positioning difficulties was patient anatomy. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There was no information to suggest a device quality deficiency that may have caused the positioning required. During the recapture the valve dislodged into the sinotubular junction and ascending aorta. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case, it was noted that the patient had severe aortic stenosis and tortuous aortic anatomy. This indicated that the probable cause of the dislodgement was due to a challenging anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. A second attempt to position the valve resulted in another high position and the valve was recaptured. On the third deployment attempt the valve was positioned too low and the valve was again recaptured and then successfully implanted. Further, per the instructions for use (IFU), deployment of the bioprosthesis can be attempted three times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. As the system was not removed from the patient after the third recapture, this indicated a use error. The valve was ultimately deployed ¿slightly deep¿, but the valve stayed in place and mild paravalvular leak (pvl) was observed. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. In this case, it was noted that the valve was deployed slightly deep which may have contributed to the pvl. No mitigating treatments or procedures were required by physician to address the issue. Five hours following the implant procedure hypotension was noted and neurological symptoms were present after the transcatheter bioprosthetic valve implant procedure. Hypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, it was noted that dissection had occurred from the aortic root to the abdominal aorta. This indicated that the dissection could have contributed to the hypotension. An open chest surgery revealed a dissection from the aortic root to the abdominal aorta without confirmation of a thrombosis. Per the physician, the dislodged valve caused a hole in the aortic root, which caused the dissection down in the abdominal aorta. Per the physician, the stroke was caused by the obstruction of the carotid artery due to the dissection. Vascular complications, such as dissection and occlusion, are known potential adverse patient effects per the evolut system IFU and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). The physician stated the dissection was attributed to the dislodged valve. There was no information to suggest a failure to meet manufacturing specifications was related to these events. Stroke is a known potential adverse effect per evolut system IFU. Ischemic strokes have many etiologies, including embolization of c alcific debris, and is highly dependent on patient medical history and procedural factors. Subsequently, the patient died the next day. Patient death is also a known potential adverse patient effect per the evolut system IFU, and typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Updated data: g1, h6 method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29, serial/lot #: (B)(4), ubd: 01-sep-2022, UDI#: (B)(4). Product analysis: the valve remains implanted, and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, into a patient with severe aortic stenosis and tortuous aortic anatomy, a pre-balloon aortic valvuloplasty (bav) was not performed. A non-medtronic super stiff wire was used and the delivery catheter system (dcs) was advanced without issue. On the first positioning attempt, the valve was positioned high and was recaptured. During the recapture the valve dislodged into the sino tubular junction and ascending aorta. A second attempt to position the valve resulted in another high position and the valve was recaptured. On the third deployment attempt the valve was positioned too low and the valve was again recaptured. The valve was deployed ¿slightly deep¿, but the valve stayed in place and mild paravalvular leak (pvl) was observed. At that time, there were no issues with hemodynamics and there was no sign of complications. Five hours following the implant procedure hypotension was noted. An open chest surgery revealed a dissection from the aortic root to the abdominal aorta. According to physician, the valve dislodgement might have damaged the intima of the aortic root and might have led to the dissection into the abdominal aorta. Subsequently, the patient died.